Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A picture of the device was provided and confirmed the tip of the guidewire is knotted. Without an evaluation of the device we are unable to determine the root cause and if a manufacturing issue was present. A possible cause for this type of event is manipulation of the guidewire (advancing and pull back on the wire) during the insertion procedure. This technique may cause the tip of the wire to loop over itself and become knotted preventing removal and ultimately causing the wire to break and unravel. This is well documented in the literature.

Event description:
During the insertion the guidewire got stuck. When removed the tip of the wire was noted to be knotted.